Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-jul-05. It was reported that the cause of the pump reaching eos in the patient was unknown. The patient had an appointment scheduled to meet with a surgeon in (B)(6) 2019. The pump was going to be replaced. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving gablofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient's pump needed to be replaced because it "went dead" a couple of months ago. It was clarified that the elective replacement indicator (eri) occurred on (B)(6) 2019 and end of service (eos) occurred on (B)(6) 2019. The reason for the call was to obtain surgeon listings. No patient symptoms were reported. No further complications were reported.